Event description:
It was reported that the patient was transported to the emergency room due to a low heart rate. The nurse indicated the patient was asystolic. High thresholds were observed on the right atrial (ra) lead. The lead was reprogrammed to receive maximum output and remains in use. The patient remained in the intensive care unit under sedation as they were on a ventilator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.